Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the only way to remove the product seems to be having a hysterectomy"), uterine perforation ("perforation of the uterus"), device dislocation ("device had migrated into their uterus / dislocation of the device into the uterus or abdomen"), metal poisoning ("corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant") and autoimmune disorder ("auto immune diseases") in a unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant) and exposure to toxic agent "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant). On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), adnexa uteri pain ("stabbing pain to the ovaries"), menstruation irregular ("irregular periods / irregular menstrual bleeding"), libido decreased ("reduced libido"), fatigue ("chronic fatigue"), swelling ("swelling") and myalgia ("muscle pain"). The patients were treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine perforation, device dislocation, metal poisoning, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, adnexa uteri pain, menstruation irregular, libido decreased, fatigue, swelling and myalgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, libido decreased, medical device removal, menstruation irregular, metal poisoning, myalgia, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: they suffered for years and did not realise it was the essure device was the problem, and also informed that many of the symptoms have gone away after having the essure removed. Most recent follow-up information incorporated above includes: on 30-aug-2018: case (B)(4) was identified as follow-up of this case and, therefore, it was deleted from bayer database. The following information from case (B)(4) was added: new adverse events (swelling and muscle pain). Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the only way to remove the product seems to be having a hysterectomy"), uterine perforation ("perforation of the uterus"), device dislocation ("device had migrated into their uterus / dislocation of the device into the uterus or abdomen"), metal poisoning ("corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant") and autoimmune disorder ("auto immune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant) and exposure to toxic agent "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), adnexa uteri pain ("stabbing pain to the ovaries"), menstruation irregular ("irregular periods / irregular menstrual bleeding"), libido decreased ("reduced libido"), fatigue ("chronic fatigue"), swelling ("swelling") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine perforation, device dislocation, metal poisoning, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, adnexa uteri pain, menstruation irregular, libido decreased, fatigue, swelling and myalgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, libido decreased, medical device removal, menstruation irregular, metal poisoning, myalgia, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: they suffered for years and did not realise it was the essure device was the problem, and also informed that many of the symptoms have gone away after having the essure removed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the only way to remove the product seems to be having a hysterectomy"), uterine perforation ("perforation of the uterus"), device dislocation ("device had migrated into their uterus / dislocation of the device into the uterus or abdomen"), metal poisoning ("corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant") and autoimmune disorder ("auto immune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), adnexa uteri pain ("stabbing pain to the ovaries"), menstruation irregular ("irregular periods / irregular menstrual bleeding"), libido decreased ("reduced libido"), fatigue ("chronic fatigue"), swelling ("swelling") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine perforation, device dislocation, metal poisoning, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, adnexa uteri pain, menstruation irregular, libido decreased, fatigue, swelling and myalgia outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, libido decreased, medical device removal, menstruation irregular, metal poisoning, myalgia, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: they suffered for years and did not realise it was the essure device was the problem, and also informed that many of the symptoms have gone away after having the essure removed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2018 for the following reason: case correction performed by gsl request, the event pt exposure to toxic agent was deleted since it was covered by the pt metal poisoning. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the only way to remove the product seems to be having a hysterectomy"), uterine perforation ("perforation of the uterus"), device dislocation ("device had migrated into their uterus / dislocation of the device into the uterus or abdomen"), metal poisoning ("corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant") and autoimmune disorder ("auto immune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant) and exposure to toxic agent "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), adnexa uteri pain ("stabbing pain to the ovaries"), menstruation irregular ("irregular periods / irregular menstrual bleeding"), libido decreased ("reduced libido") and fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine perforation, device dislocation, metal poisoning, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, adnexa uteri pain, menstruation irregular, libido decreased and fatigue outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, libido decreased, medical device removal, menstruation irregular, metal poisoning, pelvic pain and uterine perforation to be related to essure. The reporter commented: they suffered for years and did not realise it was the essure device was the problem, and also informed that many of the symptoms have gone away after had the essure removed. Most recent follow-up information incorporated above includes: on 16-aug-2018: due to internal review the event "corrosion of the stainless steel exterior, which exposes women to the nickel inside / it corroded inside some women, exposing them to nickel poisoning / nickel toxicity as a result of the implant" was spit and coded to 3 different codes: [device material deterioration] [exposure to potentially toxic agent] and [metal poisoning]. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the only way to remove the product seems to be having a hysterectomy"), uterine perforation ("perforation of the uterus"), device dislocation ("device had migrated into their uterus/dislocation of the device into the uterus or abdomen"), metal poisoning ("corrosion of the stainless steel exterior, which exposes women to the nickel inside. It corroded inside some women, exposing them to nickel poisoning/nickel toxicity as a result of the implant") and autoimmune disorder ("auto immune diseases") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced medical device removal (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), adnexa uteri pain ("stabbing pain to the ovaries"), menstruation irregular ("irregular periods/irregular menstrual bleeding"), libido decreased ("reduced libido") and fatigue ("chronic fatigue"). The patients were treated with surgery (hysterectomy). At the time of the report, the medical device removal, uterine perforation, device dislocation, metal poisoning, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, adnexa uteri pain, menstruation irregular, libido decreased and fatigue outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, libido decreased, medical device removal, menstruation irregular, metal poisoning, pelvic pain and uterine perforation to be related to essure. The reporter commented: they suffered for years and did not realise it was the essure device was the problem, and also informed that many of the symptoms have gone away after had the essure removed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.